Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b6, d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on posterior side assessed as unidentified(tear) opening. (Shell thickness was within specification). Additional observations: ¿ wear abrasion observed. ¿ creases were observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported 'both implants rupture.' Device was explanted and replaced with a non allergan device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified: rupture: not observed openings on the device. Additional observations: white encapsulation observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported 'both implants rupture.' Device was explanted and replaced with a non allergan device. This record relates to the right side.